Event description:
4.5mm tap was broken off in the spine of the patient during t11-12 revision laminectomy and posterior pedicle fusion. Doctor could not retrieve the piece resulting in un-retrieved device fragment. Surgeon's decision to leave device fragment in place.